Event description:
Customer reports taking "rapid acting insulin hyperion insulin isophane" after testing 18 mmol/l on the mobile system. One hour later customer had a hypoglycemic event requiring an ambulance. Customer tested below 2.0 mmol/l on the professional device and was treated with glucose. On a different date the customer tested 26 mmol/l and 12 mmol/l on the mobile system, and 12 mmol/l on the compact plus system within 10 minutes. No actions taken based on device results. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). Customer returned an empty vial of test strips. Customer did not provide product information for the compact plus system.